Event description:
It has been reported to us that the tip of the guide wire separated from the shaft and remains inside a side branch of the patient's vessel. The physician inserted the guide wire into the patient. The physician advanced the guide wire into the side branch. The physician inserted and succesfully placed a stent. The physician attempted to removed the guide wire and the guide wire became unraveled. The guide wire was removed and the physician noticed that the tip of the guide wire was missing. The tip of the guide wire became lodged inside the stent. The physician was unable to remove the separated tip of the guide wire from the patient. The decision has been made to leave the separated guide wire tip inside the patient. The patient is reported to be fine.

Manufacturer narrative:
H.3 - device discarded - not returned for evaluation. The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is not known; therefore, a review of the device history record can not be performed.